Event description:
It was reported that during the unknown procedure, upon speaking to operating room staff and surgeon, on the fourth or fifth fire, the device appeared to lose power after advancing less than five cm. No troubleshooting was preformed according to the surgeon. He used the manual release lever to remove device from the tissue and upon his inspection, the partial staple-line appeared intact without any noted issues. Another stapling device, was used to complete the case without issue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. D4: batch # 129c30. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 1/2. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 129c30, and no non-conformance's related to the reported complaint condition were identified.